Event description:
It was reported that patient enrolled in a retrospective clinical study underwent right femoral resurfacing procedure on (B)(6) 2006 due to dysplasia. Subsequently, patient experienced dislocation, which was treated by closed reduction. Additional information received reports patient was revised june 16, 2009 due to unknown reasons. The cup and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-05995 and 1825034-2014-08053).